Event description:
Boston scientific received information that during a routine clinical follow-up, a warning message was observed regarding impedances values with the non boston scientific atrial lead. The message indicated that impedance values had been greater than 2000 ohms. The physician was notified and elected to monitor only, as loss of atrial therapy was not considered critical for this patient. No adverse effects were reported and no intervention was performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the sheath splitting could not be completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the clip was fully deployed and the thumb advancer stroke and sheath splitting were complete. However, the sheath was stretched and its distal end was punctured by the clip tines. The vessel locator wings were bent. The observed damage suggested that the device was difficult to remove after clip deployment; however, this was not reported. Based the investigation findings, the probable root cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings when the clip was fired. The probable root cause for stretched sheath that was punctured by the clip tines during clip delivery is tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, resulting in the sheath being stretched. Damaged locator wings and stretched sheath can interfere with the clip deployment and device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.